Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation due to esophageal and gastric varices procedure performed on (B)(6) 2024. Prior to the procedure, the suture wire was fractured and could not be used when preparing for surgical installation. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed. The device was returned with the ligator housing containing five bands, one of which was broken and overlapping. The handle, however, was not included in the return. No other problems with the device were noted. The reported event of suture broken cannot be confirmed. The ligator housing was found with five bands attached, one of which was broken and overlapped. This issue may be related to the physician's technique or the handling of the device during band deployment using the handle. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on the method used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, resulting in improper band deployment and overlapping. Based on these observations, the issue is classified as an 'adverse event related to procedure'. Regarding the reported code 'suture broken', the handle was not returned for analysis. As a result, the most probable cause of the issue could not be determined due to insufficient evidence. Without the handle available for evaluation, it is not possible to identify any potential defects or contributing factors related to the event; therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation due to esophageal and gastric varices procedure performed on (B)(6) 2024. Prior to the procedure, the suture wire was fractured and could not be used when preparing for surgical installation. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.